Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, (B)(4), product type: programmer, patient. Product ID: 3586, serial# (B)(4), product type: lead. Product ID: 3586, serial# (B)(4), product type: lead. Product ID: 7496-51, serial# (B)(4), product type: extension. (B)(4).

Event description:
A health care professional (hcp) reported the patient experienced uncomfortable stimulation/overstimulation which occurred on the day of this report. The patient was not able to turn the therapy off. The patient was in the ER. The patient programmer (pp) won¿t connect with the implantable neurostimulator (ins) to allow the patient to turn the stimulation down. Error code 006 displayed. The system was a non-rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.